Event description:
Bard 10.5 fr triple lumen hickman catheter placed (B)(6) 2018. Rn attempted to flush line due to infusion pump continually beeping. Rn met resistance when attempting flushing. Stopped and contacted ivdt rn. Ivdt rn flushed line and pt was getting wet at that time it was discovered that there was a split in the lumen.